Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic damage was observed. The optic is broken/torn. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported event could not be determined. A malfunction has not been indicated. (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a zonule tore. The iol was exchanged during the initial procedure. The event was resolved. Additional information was requested.